Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator ECG waveform was interrupted when the ECG connector was wiggled during servicing. There was no patient involvement.